Manufacturer narrative:
510 (k) #: k160229. Device evaluation: 1 unit of lot number c1637625 of echo-hd-22-ebus-o was returned opened in its original packaging. Clarification was requested as follows; "in relation to the answer to q.3.2.12 can you please clarify what does ¿sharpened the needle¿ mean? How was this completed" to date no reply has been received. If a reply is received in the future then the file will be updated accordingly. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 26 feb 2020. The tip of the needle was found to be deformed. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1637625 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1637625. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-8). Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. This may have caused the needle tip deformation resulting in the scope damage. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Per clinical specialist - (B)(6) 2020 - they did a couple of successful passes. While the doctor went to jam the needle in for the third attempt, it got stuck on the scope and bent the tip of the needle and damaged the scope. They were able to get samples. They did need to open another needle to do two more successful passes.